Event description:
A patient was returned to the operating room to replace a broken flexible extension in a cmf distractor.

Manufacturer narrative:
Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.